Manufacturer narrative:
Terumo did not receive the actual device; review of the device history record confirmed that the two packs, 71892 and 73420, were incorrectly boxed, thus referenced evaluation codes. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during non-clinical activity, the customer opened a box labeled 71892 mg07, and found pack 73420 mg07 inside the box. The event did not result in delay of surgical procedures.